Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the device was used past expiration. It was reported this was a mitraclip procedure on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). When the clip was in the left atrium, the clip arms did not open. The cds was removed and was replaced. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay during the procedure. The device expiration date is (B)(6) 2022. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the device was not used past expiration. The expiration date is 11/8/2022. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and the returned device analysis the cause for the observed mechanical jam cannot be determined. It is possible that user techniques such as excessive force for manipulating the device contributed to the issue. However, this cannot be determined. The observed broken unstable (dc handle-slider), deformation due to compressive stress (dc handle-dowel pin), break (dc handle-arm positioner) material deformation (dc handle-slider) and the reported difficult to open or close are cascading effects of the observed difficult to open or close. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: code 2017 removed.